Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the marker bands were incorrectly positioned and severe vasospasm of the artery occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use to visualize the target lesion. During the procedure, the physician noticed that the marker bands were too far apart on the opticross¿ which led the device to be delivered farther distal than the preferred target lesion. Thus, causing a severe vasospasm in the lad artery and serious instability of the patient. No further patient complications were reported.